Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's representative reported that the cardiac resynchronization therapy defibrillator (crt-d) seemed to be depleting quickly. The patient also experienced shortness of breath and a fast heart rates. The device remains in use. No further patient complications have been reported as a result of this event.